Manufacturer narrative:
Pump received with blank display due to faulty battery board noted.

Event description:
Customer reported via phone call that the insulin pump had battery out limit alarm. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. Customer stated the batteries were not out of insulin pump greater than duration allowed by the insulin pump. Customer report they were able to clear the alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.